Event description:
The patient experienced return of symptoms. The pump volume was checked and the volumes measured equally; expected versus actual. The healthcare professional (hcp) was unable to aspirate from the catheter, so was unable to do a dye study. The hcp was considering an indium study instead. The medication being delivered via the pump was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.